Event description:
It was reported the patient's right ventricular (rv) lead presented with crosstalk oversensing that led to atrial lead pacing inhibition. An insulation anomaly was also noted on the rv lead so the rv lead was capped and replaced in a procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
UDI not available as products were manufactured on or before (B)(6) 2014

Event description:
New information received notes far field sensing was noted on the right ventricular (rv) lead. The patient was stable.